Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the reported hemodynamic instability appears to be related to procedural factors, as the event occurred after placing the sheath through the myocardium into the lv apex. Risks factors that may have contributed include the patient¿s advanced age (78 years) and history of coronary disease. There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, after the ascendra + sheath was placed in the lv apex the patient¿s blood pressure (bp) began to drop. Chest compressions were performed and cardiopulmonary bypass (cpb) was initiated. After cpb was established the first valve had been crimped for one (1) hour and the decision was made to prepare a new valve for aortic placement and not use the first one. A second 26 sapien xt valve was prepped and crimped. Upon delivery of the valve to the annulus there was resistance met in the lvot/annulus and the valve would not advance into the proper deployment area of the annulus. Tee did not demonstrate the wire was entangled in mitral leaflet however the delivery system/valve would not advance. The wire, delivery system/valve and sheath were removed. A new ascendra + sheath was placed and the wire was again positioned across the native valve and into the abdominal aorta. A bav was performed with a 20 x 3 edwards balloon. A third 26 sapien xt valve was prepped and crimped. The valve was delivered to the annulus and deployed. It was later reported that the patient had a mitral clip performed several days post tavr with exceptional results. The patient¿s mitral regurgitation was believed to have been caused by leaflet entanglement during the tavr procedure. The patient passed away 9 days after the procedure. The official cause of death is unknown.

Manufacturer narrative:
Manufacturer # 2015691-2014-02845.